Manufacturer narrative:
Additional data: additional information provided: " the patient has not been available since december 2022 and has not spoken. I want to closed the case". Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -10.5/+0.5/106 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2022. It was reported that the patient has "wrong refraction" (over correction). Lens remains implanted. The cause of the event was reported as user error and noted the device failed to perform as intended; "wrong initial refraction".